Event description:
Caller reported a cgm error 42, which was associated with a g6 sensor. There was no adverse impact to the customer's blood glucose level. Customer received complete pump reset information from technical support and was guided through the process, after which the cgm error did not reappear, allowing the customer to successfully start their sensor session.